Event description:
It was reported that during the implant procedre, physician was unable to insert the atrial lead into the header of the device. The device was replaced but the problem did not resolve. The lead was replaced to resolve the issue.

Manufacturer narrative:
UDI (di): (B)(4). The reported connector anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.